Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. Review of the pump history during troubleshooting with tandem technical support showed the pump battery depleted 25% within 2 hours. There was no reported impact to the customer's blood glucose level. Reportedly the customer would continue to use the pump for insulin therapy.